Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the right ventricular lead exhibited high thresholds. No intervention would be done at this time. The patient would be monitored with regular scheduled follow ups. No adverse events to patient.